Event description:
Related manufacturer report number 3006705815-2022-17773. It was reported that the patient was experiencing extreme pain and urinary incontinence following implant. Imaging revealed that the leads had migrated. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.